Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of 16db3046 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - per sales representative, facility reported that a patient's PICC line broke. The patient was taken to ir to have it removed. The patient had received tpa prior to the break. No patient injury reported.